Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the physician. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted during a procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2018, the patient experienced mid-urethral tape erosion into the vagina. Reportedly, the patient was treated with estrogen therapy and the tape was covered with freshened vaginal skin on (B)(6) 2018. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.